Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 1/2cc, 8mm, 30g syringe in an open poly bag from lot # 8016799. Customer states that the syringe came without the stopper of the plunger and the body of the syringe came as if it had been "burnt" on the outside. The returned syringe was examined and exhibited a missing stopper and a scratch on the barrel. A review of the device history record was completed for batch# 8016799. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200750673, 200749435] noted that did not pertain to the complaint. There were two (2) notifications [200749606, 200749429] noted for damaged tips. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Probable root cause for missing stopper: at the stopper assembly on the metro machine as the dial for the plunger comes around for the marriage of the stopper to plunger, a plunger could get hung up in the dial and not allow the stopper to assemble to the plunger. Probable root cause for scratched barrel: scratched barrel is due to syringe contacting a machine part during conveyance or assembly after printing.

Event description:
It was reported that a syringe 0.5ml 30ga 8mm 10bag came without a stopper on the plunger, and looked burnt on the outside.

Manufacturer narrative:
Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.5ml 30ga 8mm 10bag came without a stopper on the plunger, and looked burnt on the outside.